Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) is exhibiting incorrect data as it is programmed to aair and it is showing that it is pacing the ventricle 99% of the time. The right ventricular (rv) lead was explanted and a plug inserted into the port. The ipg remains in use. No further patient complications have been reported as a result of this event.